Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer failed driven lead and wrist electrode tests; ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the overlay was cracked, lower case was broken beyond limit in handle area, upper case is questionable, left keyboard hinge was broken, keyboard slide cover was missing, system fan was noisy, and a tab was bent on the power cord bay door. F(B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.